Event description:
A customer contacted global technical service (gts) reporting an alarm on the homechoice (hc) machine. The home patient reused the same supplies. The hp would complete therapy with manual supplies. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.